Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited some variability of pace impedance measurements high out of range greater than 2,000 ohms, per full year trend review. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.